Event description:
It was reported that multiple of the same altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Specific value is unknown but bg remained between 54-500mg/dl .reportedly a new cartridge was loaded, and insulin delivery was resumed however the cartridge alarm recurred.the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.